Event description:
Essure was implanted in me in (B)(6) 2009. I developed an allergy to the nickel in the implant and suffered excessive weight gain, blistering rashes, hives, neurological conditions, adhd, anxiety, depression, chronic inflammation, foggy thinking and extreme fatigue. My doctor recommended removing the devices and I had surgery, a double salpingectomy, to remove them in (B)(6) 2013.